Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated apparent explant damage. The initial reported event of inappropriate shock with lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the lead failed and he was shocked 60 times. Further report of lead fracture. It was further reported that there were over 900 short interval counts, which could indicate oversensing, high impedance greater than 3000 ohms, and that the patient received inappropriate shocks. The lead was explanted and replaced. A lawsuit alleged that the [patient] "suffered physical and other injury as a result of the recalled lead." "[Patient] was "implanted with the defective [lead] and experienced inappropriate and/or excessive shocking, fracture or other injury." Further alleged was that the "[patient] has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." No further patient complications have been reported as a result of this event.